Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 01/23/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/23/2015 with the following findings: display found dim pink contrast. Keypad cover was peeling below the"ok" keys. All keys are working. Keypad cover was removed and found no contamination under button contact.